Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell two times and the cardiac resynchronization therapy defibrillator (crt-d) pocket opened. The system was removed. No further patient complications have been reported as a result of this event.